Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event. H3 other text : the device was evaluated by the hospital biomed.

Event description:
It was reported to philips that the r wave arrow did not appear when pressing sync. The user switched to pacing and a shock was delivered to the patient during an emergency procedure. The device was reported to be in use on a patient, causing a delay in therapy/treatment and will be considered a serious injury. However, no direct adverse event to the patient or user was reported. Philips did not evaluate the device. The device was evaluated by the hospital biomed who determined that it passed all testing. A philips clinician reviewed the provided patient event file. This was an ablation procedure and the event lasted 3 hours and 13 minutes and the waveforms consisted of 415 pages. There was significant interference in the waveform, starting at 25 minutes et and worsening at 42 minutes. The user ultimately charged 3 times while in the sync mode, each at 150j, but the first two shock energies were disarmed due to a timeout of 30 seconds (per device behavior), the third shock energy was disarmed as they rotated into pacer mode which disarmed energy and shut off sync. Then the user went into manual mode and delivered an asynchronous shock. The customer confirmed the following additional equipment was in use in the room during the ablation procedure: anesthetic machine, radiofrequency ablation machine, vascular imaging system, and intracardiac ECG cart. The heartstart xl+ instructions for use (publication 453564090581 - page 82) states: ¿medical electrical equipment which does not incorporate defibrillator protection should be disconnected during defibrillation.¿ philips investigated this issue and determined that significant interference from additional equipment in the room prevented the algorithm from identifying the r-waves.

Manufacturer narrative:
A follow up report will be submitted after philips obtains more information concerning this event. The customer was unable to provide patient information.

Event description:
It was reported to philips that the r wave arrow did not appear when pressing sync. The user switched to pacing and a shock was delivered to the patient during an emergency procedure. The device was reported to be in use on a patient, causing a delay in therapy/treatment and will be considered a serious injury. However, no direct adverse event to the patient or user was reported. Additional details have been requested.